Manufacturer narrative:
Investigation summary: lot#8123367 DHR was reviewed and no qn found. Manufacture records were reviewed, no abnormal was found. 14pcs retention samples were checked the leakage through clog test, there is no leakage detected, the water was flowed through the cannula tip which is meet requirement. No returned samples or actual defect samples for investigation, so we can¿t performing in-depth investigation. Base on investigation above, the certain cause cannot be concluded at the moment. Rationale: the occurrence of pen needle leakage complaint rate is 0.004 since 2017. The risk level is low, no need to open CAPA.

Event description:
It was reported that the pen needle 31g x 5 mm 14 pack experienced leakage during use. The following information was provided by the initial reporter: the patient was injected with insulin on (B)(6) 2019, and the needle leaked during the push.